Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
It was reported the customer received the following results on the performa system within 10 minutes: 53 mg/dl (test strip lot number 474751) and 216 mg/dl (test strip lot number 475425). No adverse event reported. The test strip lot number (474751) was requested for evaluation.